Event description:
Baxter reported a mis-spike of a transfer set with a spike port by clean flash. The date of how long the set was in use is unknown. There was no patient injury or medical intervention associated with this incident according to the international affiliate.